Event description:
On (B)(6) 2022, a patient had cages inserted at l2/3/4/5 by extreme lateral interbody fusion and another cage inserted at l5/s by anterior lumbar interbody fusion from the supine position. After insertion of the cage into l5/s, the guide and inserter were removed from the cage and a pin hole was noticed in the ureter. It was assumed that the ureter had been damaged while the trial was being driven in. The urologist joined the surgery, the stent was placed, and sutures were performed. No additional issues reported.

Manufacturer narrative:
No product problem alleged so no product was returned for evaluation. Review of the reported event identified the patients ureter was perforated either during space prep, size trialing for cage placement or during the cage placement with no product malfunction or non-conformance identified. The information provided suggests inadvertent contact with instrumentation or implantable device during placement causing the damage and indicating an unintended use error as the root cause of the event. No additional investigation required. Related labeling review: "...preoperative warnings: 6. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient..." "...warnings, cautions and precautions: the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient. Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Metallic internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone. These devices are not designed to withstand the unsupported stress of full weight or load bearing alone..." "...potential adverse events and complications: as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries. Potential risks identified with the use of this system, which may require additional surgery, include: neurological, vascular or visceral injury..." 9501515 b. "...do not implant the instruments: complications to the patient may include, but are not limited to: breakage of the device, which could make necessary removal difficult or sometimes impossible, with possible consequences of late infection and migration. Breakage could cause injury to the patient..." "...pre-operative warnings: the method of use for the instruments are to be determined by the user¿s experience and training in surgical procedures. The instruments should be treated as any precision instrument and should be carefully placed on trays, cleaned after each use, and stored, according to generally accepted hospital methods and practices. The instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient..." "...intra-operative warnings: the physician should take precautions against putting undue stress on the spinal area with instruments. Any surgical technique should be carefully followed. It is important that the surgeon exercise extreme caution when working in close proximity to vital organs, nerves, or vessels, and that the force applied to the instrumentation is not excessive, to prevent potential injury to the patient. Over-bending, notching, striking, and/or scratching of implants with any instrument should be avoided to reduce the risk of breakage. When using the maxcess mas tlif system for distraction care must be taken to avoid damaging the pedicles which could compromise pedicle screw purchase. The physical characteristics required for many instruments do not permit them to be manufactured from implantable materials. If any broken fragments of instruments remain in the body of a patient, they could cause allergic reactions or infections. If an instrument breaks in surgery and fragments go into the patient, these pieces should be removed prior to closure and should not be implanted..." 9004421-en.